Event description:
Boston scientific received information that during a routine follow-up, this device and right ventricular (rv) lead exhibited high out of range shock impedance measurements. The physician suspected that it was due to subclavian crush. A revision procedure was performed, but this lead could not be explanted. It was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.